Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump inappropriately suspended due to a sensor glucose of 3.2 mmol/l and a blood glucose of 6.4 mmol/l. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer; the customer was over-calibrating to bring the numbers close. The sensor was removed and the cannula was straight. The sensor was not returned for analysis.